Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and there was a crack in the vizigo sheath tubing/side port. The sheath was replaced, and the procedure was continued. There was no reported patient consequence.

Manufacturer narrative:
The product analysis lab received the device for evaluation. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo sheath and there was a crack in the vizigo sheath tubing/side port. The device evaluation was completed on 30-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies in the device. An irrigation test was performed, and water leakage was observed from the three-way stopcock area. Further investigation revealed a fissure in that area. A device history record was performed for the finished device batch number, and no internal actions were identified. The fissure observed in the stopcock could be related to the side port issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the fissure issue could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).